Manufacturer narrative:
Philips service replaced the mpdu replacement assembly and used a temporary fuse holder to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a start-up error occurred where the countdown was stuck at 00:00, and the system was unable to be accessed remotely on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.